Event description:
It was reported that; dr. (B)(6) was using the screwdriver when the tip broke off. At this point he had taken the inserter off and noticed one of the screws was somewhat proud so he tried to further advance it and with the extra force this is when the tip came off. The pieces were retrieved and there was no delay in surgery. There were no adverse effects to the patient. The procedure was completed successfully.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of this failure mode is "an excessive force while pivoting or angulation on the screwdriver"

Event description:
It was reported that; dr. (B)(6) was using the screwdriver when the tip broke off. At this point he had taken the inserter off and noticed one of the screws was somewhat proud so he tried to further advance it and with the extra force this is when the tip came off. The pieces were retrieved and there was no delay in surgery. There were no adverse effects to the patient. The procedure was completed successfully.